Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Literature reviewed: thoracoabdominal aneurysm repair using the unitary manifold device. Tessendorf, et al. Journal of vascular surgery vol 80 no. 3. September 2024. A1: internal number was used as patient identifier as no information has been provided by author. A2; a3: patient age and gender were selected based on article information. Author did not respond to requests for information / specific details. H6 - code b20; b22: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. Author did not respond to requests for further information. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature reviewed: thoracoabdominal aneurysm repair using the unitary manifold device. Tessendorf, et al. Journal of vascular surgery vol 80 no. 3. September 2024. Article is about a prospective study of 126 patients [68.3% male] who underwent endovascular repair of a thoracoabdominal aortic aneurysm [taaa] with physician modified, nonanatomic-based unitary manifold [um] device between 2015 and 2023. The um was constructed with medtronic endurant as the main body endograft. Gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) were used as branch devices. The mesenteric and renal limbs used 10-mm, celiac and renal limbs used 7-mm, and the superior mesenteric artery used 8-mm. Patients were not excluded from the study based on presentation, extent of aneurysm or dissection, or history of a spinal cord event. Technical success was achieved in 125 patients. One patient had anatomical angulation; the viabahn® device was deployed 2cm lower than needed to steer a wire through the celiac branch. The bailout was to deploy a viabahn® device from the contralateral open gate to the celiac artery. The celiac limb of the um graft was then plugged. Of the 444 branches stented, there were three occlusions, leading to loss of patency at 30 days. At six months, there was two occlusions. At one year, there was five occlusions. At two years, there was one occlusion. Within the first year, three patients required surgical reinterventions due to loss of limb patency and dissection, two reinterventions for type 1 endoleak, and one reintervention for type ii endoleak.